Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 20 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 4 devices were functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 27 malfunction events, where it was reported the devices experienced an inaccurate scale. There was no patient involvement.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced an inoperable scale, which is not reportable. The count of events has been corrected to reflect this.

Event description:
This report summarizes 26 malfunction events, where it was reported the devices experienced an inaccurate scale. There was no patient involvement.